Event description:
It was reported that the pump's alarm volume was too low. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.